Event description:
(B)(6) 2011 2128, check band alarm required band to be adjusted. Then when baby taken downstairs thru central elevator band, device failed to alarm and all elevators did not lock down.